Event description:
Further information was received that the device was found disabled due to burst watchdog timeout at the first interrogation after implant. Further, an error was present for the number of pulses per ramp step for magnet and autostim currents. For magnet stimulation in particular, this would have caused ramp up / down times to extend far enough that a burst watchdog timeout would occur on a magnet stimulation. Output current was turned back on with the v11 tablet, which resulted in correction of the pulse count calculations. No further relevant information has been received to date.

Manufacturer narrative:
Suspect device software version: version 1.0.

Event description:
Report received that upon interrogating a patient's vns, a physician found that the vns was disabled. The burst watchdog timeout message was reportedly seen. Prior to this, the patient's vns had been programmed on after implant using a programming tablet installed with the m3000, version 1.0 software. At the follow-up appointment. The physician interrogated the device with a programmer installed with m250, version 11 software. It was at this time that the vns settings were found to be disabled. The vns had not been manually programmed off before this. The patient's vns settings were reset to normal parameters after identifying that it had been reset. No further relevant information has been received to date.